Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure malpositioned/left essure coil protruding through the isthmus/fallopian tubes.') And uterine perforation ('on the right cornual end of the uterus. The essure coil is protruding and visible through the peritoneum. But has not protruded through the peritoneum.') In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure coils and fallopian tubes). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and uterine perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010 (as per mr) left: thenumber of expanded coils that appeared trailing into the uterine cavity was 9. Right:the number of expanded coils that appeared trailing into the uterine cavity was 12. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(4) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and uterine perforation . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure malpositioned/left essure coil protruding through the isthmus/fallopian tubes.') And uterine perforation ('on the right cornual end of the uterus. The essure coil is protruding and visible through the peritoneum. But has not protruded through the peritoneum.') In an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of essure coils and fallopian tubes). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010 (as per mr) left: the number of expanded coils that appeared trailing into the uterine cavity was 9. Right:the number of expanded coils that appeared trailing into the uterine cavity was 12. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2010: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fallopian tube perforation and uterine perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received. Reporter information, essure removal details added. Event injury updated to event fallopian tube perforation. New event added: uterine tube perforation. Case became valid and upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.